Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient eventually got hospitalised event on (B)(6) 2024 due to hyperglycemia. The glucose level was 18 mmol/l and the patient was treated with intravenous drip and correction bolus. No further information available